Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered 5 shocks for a rhythm that was just above the device's rate cut off. The patient was not symptomatic at the time. The shocks did not convert patient, but accelerated rhythm and therapy was exhausted. ,